Event description:
It was reported that when the surgeon positioned the last coil (deltapaq cerecyte microcoil-cdf10015430/c16539) found that the coil could not be detached. The surgeon pressed the detach key again but still failed. At this time, the coil had been removed from the target lesion. Then the surgeon removed it out of the patient¿s body. The device was changed to another one to complete the procedure. The target site was the ophthalmic artery aneurysm with size of 3.46*4.15mm. Neck width is 2.62mm. No adverse event occurred, and the device will be return for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was received, but the analysis is pending. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that when the surgeon positioned the last coil (deltapaq cerecyte microcoil-(B)(4)) found that the coil could not be detached. The surgeon pressed the detach key again but still failed. At this time, the coil had been removed from the target lesion. Then the surgeon removed it out of the patient¿s body. The device was changed to another one to complete the procedure. The target site was the ophthalmic artery aneurysm with size of 3.46*4.15mm. Neck width is 2.62mm. No adverse event occurred, and the device will be return for analysis. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) passed electrical testing with in specification resistance at 51.3 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The post-detachment resistance is still in specification with a reading of 51.4 ohms. After detachment of the coil it was found that the detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint; therefore the root cause of the coils non-detachment cannot be determined. It was not stated in the event description that a pre-deployment electrical check was performed. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete, but unidentified detachment system and the unknown microcatheter used in the procedure, it cannot be determined if these components had any contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event of failure to detach was not confirmed, since the device passed electrical check and detached with the first attempt completed during analysis. Additionally, DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and analysis, it appears that procedural factors may have contributed to the event. Therefore, no corrective action will be taken at this time.